Event description:
Limited information supplied by customer: in 2008. Three full boxes of specific lot 3 test that were negative that were repeated positive with blood test. No more details available.

Manufacturer narrative:
Retain sample evaluation: control lot: 100miu/ml hcg urine control lot: hcg081008-01, 25miu/ml hcg urine control lot: hcg080401-03, 272.1iu/ml hcg urine control lot: hcg080716-03. Summary of results: the retention device meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 272.1iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention strips met qc specification. No false negative result was observed. So this complaint is not confirmed. Manufacturing documentation review results: there is no abnormal found in batch review and the product number, product description and lot number was verified. Returned device is expected. Evaluation will be performed.